Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that during a bolus attempt the insulin pump will not let them do anything. Customer's blood glucose reading was 345 mg/dl. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer also reported damage on the insulin pump. Troubleshooting for cosmetic damage was performed. Customer advised there is a crack on the belt clip slot. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms were noted. Unable to perform the occlusion test due to the button/keypad anomaly. No frozen screen was noted. The pump was received with a cracked case at the display window corners, a broken belt clip slot near the battery tube, and minor scratches on the display window.